Event description:
The customer has requested service and repair for the m1912 and the d10le for electrical problems. The customer has reported that the cable from the driver is unstable. The gauge on the control module is leaking oil and does not stay in the green zone. There have been no interruptions in the biopsies. No patient consequences reported.